Event description:
The service report shows that while performing an unrelated service, the customer service engineer (cse) discovered that the audio alarm was intermittent. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.